Event description:
During the index procedure, the pt experienced a seizure during post-dilation. It is reported that the recovery was full with no deficit. The pt also became hypotensive. The pt is a female pt who was consented to the study for carotid stenting. The index procedure was completed in 2009, and pt was asymptomatic. The target lesion location was the left common carotid artery and the ostium of the left internal carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 4.8mm. Target lesion diameter stenosis was 95% with lesion length 12.5mm. Total length of stented segment was 30mm. The geometry of the lesion was eccentric and ulcerated. Qualitative lesion calcification was described as mild and concentric. An angioguard distal protection device was deployed in position distal to the lesion. Pre-dilatation of the lesion was performed. Two precise stents were implanted for treatment of the target lesion. There was no malfunction with the stents. The stents were post-dilated with a 5x2mm unknown balloon. During post-dilation of the stents the pt suffered a seizure, and became hypotensive. Blood pressure dropped into the sixties. The pt was treated with an o2 mask, an IV fluid bolus and a neo-synephrine bolus. The pt never lost her pulse. Ultimately, the physician was able to resuscitate the pt. The total seizure lasted approx. 10-15 seconds and the pt became responsive and the blood pressure came up. The final target lesion percent diameter stenosis was 20. There was no debris found in the basket upon retrieval of the angioguard device. The pt was neurologically intact when taken from the angio suite. The pt is currently in good condition.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2009-00220 and 1016427-2009-00046.